Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago, based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7088636/7095075, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from spinal cord stimulation (scs). The patient underwent a scs explant procedure and was doing well postoperatively. The explanted device components will not be return per facility policy.